Manufacturer narrative:
Device evaluation: a 20041e-0006 product was not available for investigation of (B)(4). However, the customer did not provided the lot number. The feedback provided by the customer states that, "t- connector set dislodging from the cannula during CT scans, noted contrast leaks at both numbers." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20041e-0006 product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite extension set had connection issues. The following information was provided by the initial reporter: t- connector set dislodging from the cannula during CT scans. The dislodging has caused some unwanted downtime of CT scanners and radiation exposure.